Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 10/02/2014-device evaluation: the pump has been returned and evaluated by product analysis on 09/20/2014 with the following findings:a review of the pump black box data revealed no unusual fluctuations in voltage. During testing, the pump powered on with audible tones and vibration. The rewind, load, and prime steps were completed successfully. The pump was tested with an external power supply and all current draws measured within specifications. No temperature issues were duplicated. The pump case was removed and evidence of moisture ingress was found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.